Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Actual device was not received for evaluation. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter beige hub at end of tubing connecting to the holder was cracked, allowing air into the collection tubes but also allowing blood to leak out onto phlebotomist's gloves. No serious injury or medical intervention reported.